Event description:
It was reported that post index procedure, the patient had a target vessel revascularization (tvr). The index procedure treated two target lesions. Target lesion 1 was a de novo lesion in the 1st obtuse marginal (om). The lesion was 2.75 mm wide, 12 mm long, and 80% stenosed. There was no calcification nor tortuousity. The physician predilated the lesion prior to placing 2.75 x 20 mm taxus express2 stent. Residual stenosis was 0%. Target lesion 2 was a de novo lesion in the mid left anterior descending (lad) artery. The lesion was 2.5 mm wide, 12 mm long, and 80% stenosed. The physician predilated the lesion prior to placing a 2.5 x 16 mm taxus express2 stent. Residual stenosis was 0%. The patient received a gpiib/iiia inhibitor, aspirin and plavix during the procedure. The patient was discharged one day later on aspirin and plavix. On day 447, the patient had a tvr to the circumflex (cx) artery. Another manufacturers stent was placed. The patient was discharged one day later. In the opinion of the physician, there was no relationship between the tvr and the taxus express2 stent.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. The manufacturing records for top assembly batch 6685192 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The root cause cannot be determined.